Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler during fill 1 of 4 of their pd treatment. The patient reported receiving a pump a vs. Pump b volume error alarm during fill 1 of 4 of treatment prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown location on the cassette. The patient was advised to discontinue the use of their cycler for the night, close cassette door, and let the fluid dry on its own. Upon follow up, the patient acknowledged the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient let the cycler dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient reported that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.